Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they were having a revision on the day of the call. The patient stated they didn¿t like the current implant location since it was uncomfortable. The patient had gone to see their healthcare provider but they didn¿t know when the discomfort started. The indications for use were spinal pain and rsd/causalgia-complex regional pain syndrome. No service issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient¿s discomfort issue was resolved.